Event description:
It was reported that the customer was having issues with the sensor glucose readings being different from the blood glucose readings. The customer also reported that the threshold suspend feature of the insulin pump activated. The customer reported that the insulin pump activated the threshold suspend feature with a sensor glucose reading of 40 mg/dl when her actual blood glucose level was 150 mg/dl. Troubleshooting was done. Upon removing the sensor, the customer discovered a bent cannula. The customer stated that she had received a cortisone injection in her eye two weeks prior and had experienced blood glucose levels all over the place. The customer reported a high blood glucose of 588 mg/dl. Advised that a replacement sensor would be sent. Nothing further reported.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed bicarbonate buffer test. The sensor failed per specification with high readings. Also found the cannula bent. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.